Manufacturer narrative:
(B)(4). The analysis results for the el5ml device found that it was returned with the shaft bent at the rotation knob area. No functional testing could be performed due to the returned condition of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a cholecystectomy procedure, the surgeon was using the device as usual when the first clip fell out of the jaws without doing anything. Another like device was used to complete the procedure. Delay of five minutes. There were no adverse consequences for the patient reported.